Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or exposed wires) has been confirmed. Upon investigation an ECG cable had the all wires severed. The root cause for the damaged cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.